Manufacturer narrative:
Batch review performed on 30 december 2021: lot 2004641: (B)(4) items manufactured and released on 25-sep-2020. Expiration date: 2025-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
During the primary hip surgery, the patient sustained an intraoperative femoral fracture. The surgeon fixed with the 2 cables and expressed an opinion that the event was caused by a technical error. No failure seemed to be observed on device.